Manufacturer narrative:
Patient information was unavailable from the site. The navigation system was returned to the manufacturer for evaluation. The camera cable for the navigation system was found to have physical damage from misuse. An open was found between two pins on the cable.

Event description:
A medtronic representative reported that, while in a cranial resection, the navigation system displayed that the localizer was not connected. The leds on the system were both green, one blinking and one fully illuminated. Restarting the application software did not resolve the reported issue. A red x was reported to have appeared for communication. Following a minute or two, the camera began tracking again. There was no reported impact on patient outcome. No additional information was provided.